Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implantation of an afx2 bifurcated stent graft and an afx vela infrarenal proximal aortic extension on (B)(6) 2018. Approximately six (6) years post initial procedure, the patient presented emergently with a ruptured aaa. The computed tomography (CT) revealed a type iiib endoleak. The physician relined the stent graft with an afx2 bifurcated stent graft and a vela infrarenal extension and the type iiib endoleak was resolved. It was reported that the patient is stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the main body, ruptured aneurysm and secondary endovascular procedure is confirmed based on medical records. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. Unable to identify the contributing factors due to lack of diagnostic medical images. However, this was an off-label case due to concomitant use with products outside the IFU (non endologix stent in the left common iliac artery). The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.